Manufacturer narrative:
A2: patient is pediatric. D4 UDI #/ h4: the manufacturing date would not be provided as the serial number of the device was not reported. G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed downstream occlusion alarm. This was observed during patient infusion with total parenteral nutrition (tpn), intralipid (il), fentanyl, and precedex. Tpn was noted to have backed up into the luer lock connections of each drip. The peripherally inserted central catheter (PICC) line was flushed with heparin with no issues and the patient was repositioned. Two hours later, the pump re-alarmed. The line flushed again without any issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Based on the information provided by the customer the pump was alarming for actual downstream occlusions. This would not lead to a death or serious injury if were to recur as the pump is operating as intended by detecting an occlusion and alerting the user to the alarm condition. Should additional relevant information become available, a supplemental report will be submitted.